Manufacturer narrative:
(B)(4). A visual examination of the returned uphold lite revealed that the tip suture on the blue dilator was broken. The blue dilator was bunched and torn. The remainder of the suture with dart was returned. Furthermore, the suture on the blue with white stripe dilator was loaded onto the capio slim suture capturing device and when actuated, the dart was caught in the cage. Analysis also revealed that the cage on the capio slim suture capturing device was slightly bent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during a pelvic floor repair uphold lite procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle could not be loaded onto the capio carrier. The procedure was completed with another uphold lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation result: the suture on the blue dilator was broken. The remainder of the suture with the dart was returned.